Event description:
It was reported that there was a check clutch/plunger lever error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection observed that the top case was chipped and cracked. The left and right plunger cases were damaged. During occlusion testing, the problem was verified. The root cause of the reported issue was found to be normal wear. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure. (UDI) are unknown. No product information has been provided to date.